Event description:
It was reported by service report that the backrest won't hold weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Catalog number, product details, and manufacturing date were added.

Event description:
It was reported by service report that the backrest won't hold weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.